Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Technical support assisted customer in performing a pump reset and malfunction alarm cleared and customer resumed insulin therapy. Customer¿s blood glucose level was 391 mg/dl.